Event description:
Patient's infusion pump was operating normally when nurse noticed sudden eruption of sparks, smoke, and flame from the pump's power cord. The power cord was unplugged, which extinguished the flame. The power cord was removed and sent for inspection. The infusion pump's operation was unaffected by the power cord failure.======================manufacturer response for power cord assembly, infusomat (per site reporter).======================MFR will respond after receiving power cord for inspection.